Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient atrial leadless pacemaker exhibited abnormal spike-like waveforms seen on an electrocardiogram during an in-clinic check. It was suspected that the device was pacing after the noise reversion episodes, although no atrial pacing percentages were being displayed. No intervention was performed. There were no patient consequences.